Manufacturer narrative:
Hospital maintenance decided not to repair bed. It is being put in storage. They will contact stryker in the future if they want stryker to repair it.

Event description:
It was reported via repair work order that the head end lift was elevated and inoperable due to malfunction cpu board and lift sensor coil cord. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.